Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to escherichia coli peritonitis. On (B)(6) 2014, the patient's peritoneal dialysis catheter was removed due to the peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment. The patient did not wash their hands and did not wear a mask. The patient received an unknown drug name, dose, and route of antibiotics for the peritonitis. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. On (B)(6) 2014, the patient discontinued hemodialysis therapy and changed medical treatment to comfort measures only. As of (B)(6) 2014, the patient continues to be hospitalized, and the patient's signs and symptoms of peritonitis have resolved.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.